Event description:
Customer reported known group ab pt failed to react in 2007 in the anti-a microtube of the mts a/b/d monoclonal and reverse grouping card lot# 050107037-28. A positive reaction with anti-a antisera was obtained through additional testing performed with the tube method. Prior to this incident, the customer had obtained positive test results in the anti-a microtube in 2006 and 2007. Info was not provided regarding whether the erroneous test results influenced physician decisions. Death or serious injury to the pt was not reported.

Manufacturer narrative:
Sample was returned for investigation and tested with retained cards. The sample is an asubb reacting in gel with 1+ reactivity in the anti-a microtube and negative in tube with anti-a1 lectin. The customer's complaint was not verified. No definitive root cause was identified for the reported event. However, the sample cannot be ruled out as contributing factor. A complaint review indicates no other similar complaints have been logged against this lot. The product labeling states the anti-a gel reagent may not detect some weak subgroups of the a antigents. The use of the anti-a, b card may better detect these weak antigens.